Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected shutdown occurred. Additionally, it was reported that unspecified alarms occurred resulting in insulin deliveries being terminated. Reportedly, insulin delivery was resumed. There was no impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support, and declined to provide further information.